Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008, to treat a lesion in the mid lad. After predilatation of the lesion, one xience v was implanted; however, a dissection was noted and was treated with the deployment of another xience v stent. Procedure was considered successful. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). The intimal dissection required treatment with an add'l xience v stent. A conclusive cause for the pt's effect and the relationship to the product cannot be determined.